Manufacturer narrative:
The inspiration block was replaced and returned to the failure analysis for evaluation. The component was installed into a known good unit and went through calibration and functional testing. All tests passed without any issues observed. The reported complaint was unable to be duplicated; therefore, a root cause was unable to be determined.

Manufacturer narrative:
Zoll medical has not received the suspect device for evaluation at this time.

Event description:
It was reported that during troubleshooting, the device displayed a technical failure 545 alarm. There was no patient involvement during the reported malfunction.